Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that tubing connector was very loose, although it was connected to the cannula part, it twisted naturally, and tube came off. This issue occurred multiple times on quick sets from different lots. The condition of seating of the connector part of the tube which was being used normally differed. No further information available.